Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient wads unable to power up their patient programmer (pp), even after removing and replacing the batteries. The patient also reported they felt like something was sticking in their rectum, more on the right side, on the day of the report. They turned off the stimulation and the sensation went away. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.